Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation, after being used in the procedure.  The returned device was visually inspected and the following was found: tear on outer jacket proximal end of distal flap; tear on outer jacket on insertion marker, 1/8¿ in length; outer jacket slightly pulling away from bilayer at the opening; tip is opened as designed ; after removing the outer jacket, severe damage on proximal side distal flap was noted. Due to the nature of the complaints, no dimensional analysis or function testing were performed. During manufacturing, the shafts were 100% inspected for kinks and visually inspected for any defects. The outer jacket was visually inspected under minimum 3x magnification for wrinkles, holes, and tears. Product verification (pv) testing was performed and results meet specifications for lot release.  These inspections and testing above indicate that the axela sheath has sufficient inspections in place to identify defects related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaints for resistance with the delivery system and outer jacket torn.  No other similar complaints were found for withdrawal difficulty.  A review of the complaint history from september 2018 to august 2019 revealed additional returned complaints for the edwards axela sheath; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU: using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter.  Orient the delivery system with the flush port pointing away and the edwards logo facing up. Insert the loader until it stops. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure. Advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 -2 cm. In expectation of high friction, use short movements. Patient injury could occur if the delivery system is not completely unflexed prior to removal.  Expect resistance when pulling the entire delivery system through sheath. Ensure all residual fluid in balloon is removed after deployment.  Remove delivery system at neutral or negative pressure. Do not remove at extreme negative pressure. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, slightly inflate and deflate the balloon in a straight section, rotate, and attempt removal again. Repeat as necessary. Do not force. Once part of balloon is inside sheath, ensure again all residual fluid is removed before completely pulling out. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for sheath distal tip damaged, withdrawal difficulty, and outer jacket torn were confirmed based on visual inspection of returned device. However, the complaint for resistance with delivery system was unable to be confirmed as no procedural imagery was provided. No manufacturing non-conformances were identified during the evaluation. A review of device history, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. Review of the IFU and training materials did not reveal any deficiencies. Per IFU/training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. These factors can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system through sheath. Although, the degree of calcification and tortuosity is not reported in the case notes, it is likely that both calcification and tortuosity could have contributed to resistance with the delivery system. Calcification in the vessel can interact with the sheath shaft while also preventing the sheath from fully expanding to allow for the passage of the delivery system. Bends in the patient anatomy can also create suboptimal angles that could result in a difficult pathway for advancement of the delivery system, causing an increase in resistance. Additionally, the tear at the outer jacket by the seal likely occurred due to interaction with calcification. A definitive root cause is unable to be confirmed. However, available information suggests that patient (calcification/tortuosity) may have contributed to the complaint event. Calcification in the access vessel could have prevented the distal flap from returning to its original diameter after contraction. This would make the distal flap more susceptible to catching on calcification when the device is moved through the access vessel, resulting in a tear in the outer jacket (by distal flap) and damage in the sheath distal flap at the proximal end. Distal tip damage on the axela sheath was able to be replicated. As the sheath is caught onto notches of calcification, it could have created a larger than normal sheath profile, resulting in the resistance felt during sheath removal. This was previously identified in product risk assessment (pra) along with the potential root cause of damage caused by interaction with closure devices. This is a potential root cause as ¿2 closure devices, pro-glide, were also inadvertently removed due to the sheath¿. The distal flap potentially caught onto the closure devices during withdrawal inadvertently removing them from the patient, likely resulting in the reported access site vascular injury requiring intervention. It is to be noted that despite multiple investigational attempts, additional information was not provided by the facility, including details regarding the access site vascular injury and type of intervention performed.  In this case, a definitive root cause for the events is unable to be confirmed. However, available information suggests that patient factors (calcification) and procedural factors (interaction with suture-based closure device) contributed to the events.  Since no manufacturing non-conformances were identified and no IFU/training deficiencies were identified, no corrective or preventative action is required at this time. A CAPA was previously initiated to investigate issues of axela sheath tip damage that may result in patient injury. A pra was also previously initiated to assess patient risk for sheath distal tip damage.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a 29 mm sapien 3 valve in the aortic position, there was difficulty advancing the ultra delivery system and valve through the axela sheath.  The valve was successfully implanted with good results. Upon removal of the delivery system, there was trouble getting the balloon back through the sheath.  The delivery system was able to be removed through the sheath.  Upon full removal of the sheath, the distal tip got caught in the patient and inadvertently removed the two closure devices.  There was a vascular injury which required intervention.  The sheath was noted to be damaged at the tip upon inspection. The patient is doing well and was discharged.